Event description:
Pledget adhered to swab prior to use. While collecting a throat culture, the pledget became detached from the swab and lodged in the pt's throat. The md removed the pledget with his finger.

Event description:
Pledget adhered to swab prior to use. While collecting a throat culture, the pledget became detached from the swab and lodged in the pt's throat. The md removed the pledget with his finger.